Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reports that a revision procedure was performed on (B)(6) 2009, due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-01793 / 01795).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reports that a revision procedure was performed on (B)(6) 2009 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning and metallosis. Additional information received in revision operative notes indicate the revision performed on (B)(6) 2009 was due to migration of the acetabular cup. The surgeon also noted metallosis, fluid and a cyst during the revision procedure. The acetabular cup, modular head and taper adapter were removed and replaced.